Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered/clogged between the distal end section and server plug in and between the forceps elevator, but the type of the material or why it remained on the device could not be determined. The event can be detected/prevented by following the instructions for use which state: the instruction manual ¿evis exera ii tjf type q180v, operation manual chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual ¿evis exera ii tjf type q180v, reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera ii duodenovideoscope had foreign material mixed with corrosion inside the forceps elevator and between distal end and server plug-in. There were no reports of patient involvement.